Event description:
It was reported that the following issue was observed on the device: "faulty pressure sensing disc board." Reported problem cause description: "faulty pressure sensing board." Hence, the work performed in the device includes: "reaplced pressure sensing board assy." There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.